Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats surgery, the babcock did not pick the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the pt.